Event description:
Customer found having fungemia apparently from the total parenteral nutrition. Cultures of the clean room showed fungus at the tip of the outlet tube, among other places. Pts have turned up with infections.